Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. Evaluation of the returned device revealed the esheath+ distal tip was completely torn circumferentially and separated. The distal tip was not returned. The c-marker was noted to be present. The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. In addition, imagery was provided for evaluation. Review of the provided imagery revealed the distal tip appeared to be radially torn with the distal tip piece missing. Visual inspection of the returned device revealed curvature on the sheath shaft. The liner was fully expanded as designed. The distal tip was torn radially, separated, and not returned. High density polyethylene (hdpe) stretching was observed along the radial tear along with presence of a slanted score line. Scratches were present on the distal sheath shaft. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot history review was also performed and revealed no other events relating to the reported events. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve, delivery system and sheath usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the reported events of difficulty advancing the delivery system with valve through the sheath, sheath distal tip torn, and sheath distal tip separated were confirmed. However, no manufacturing non-conformance was identified. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of the manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the events. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the event description, "during a transfemoral transcatheter aortic valve replacement (tavr) procedure for a 29mm sapien 3 ultra resilia valve, when the physician checked the tip of the removed esheath+, it was revealed that the marker at the tip of the esheath+ after the guideline (from the marker part to the tip side) was not present. Considering the possibility that it remained in the body, it was requested that the esheath+ be returned for investigation." Additionally, per the event description, "upon insertion of the commander delivery system through the 16fr esheath+, resistance was felt but it was not significant." Per evaluation of the returned device, the sheath distal tip was torn radially along the distal edge of the liner with distal tip piece separated and not present. This failure mode is characteristic of sheath tip tear events as described in a previously performed product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, which can create interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. In addition, scratches were present on the distal sheath shaft of the returned device. Additionally, there was curvature present on the mid shaft, which suggests that the patient had calcified and tortuous access vessels, respectively. Calcification can create a constrained effect on the sheath leading to sub-optimal conditions for distal tip expansion. A tortuous and calcified anatomy can also lead to non-coaxial alignment between the delivery system and the sheath, which may cause resistance during advancement. Additionally, the valve may catch onto the sheath distal tip, leading to the observed torn tip and separation. In this case, a definitive root cause was unable to be determined at this time; however, the failure mode may be related to improper expansion of the sheath tip during valve advancement and/or patient factors (tortuosity and calcification). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated for this type of event. Additionally, a previous product risk assessment (pra) was performed for this type of event. Further assessment revealed the control limits have not been exceeded. Therefore, no corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : pending device return.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, post successful valve deployment and after withdrawal of the 16fr esheath+, the marker after the guideline and tip of the esheath+ were observed to be missing. There were no dislodged esheath+ pieces found around the surgical field. There was no patient injury observed. The patient showed no decrease level of consciousness or evidence of peripheral vascular occlusion. It was noted that there was resistance felt upon insertion of the commander delivery system through the 16fr esheath+, but the resistance was not significant. Since the resistance was not particularly strong, the procedure had proceeded and was completed without any issues. It was also noted that there was no strong resistance when manipulating the device during the procedure. It is believed that the missing pieces may have either remain in the patient's body or were drawn into the esheath+. The esheath+ is being returned for further evaluation.